Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an issue with the insulin pump that the rewind was not performing after the infusion set change. The customer restarted the pump and it started displaying an open book image. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed for the reported event. No pump error(s) was displayed before the open book image was displayed on the screen. The customer confirmed that the pump was not dropped, bumped, or exposed to fluid. No harm requiring medical intervention was reported. A product return for mmt-1886 was requested and the customer response was the device will be returned.

Manufacturer narrative:
The pump was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and dat test due to the critical pump error (open book image) alarm. Successfully downloaded the trace and history files using thump. A review of the pump history file reveals on (B)(6) 2024 at 23:09:43 a pump error 55 internalflashcrc alarm was triggered which caused the critical pump error (open book image) alarm. Pump error 55 (internal flash crc) was generated on main mcu since the factory parameters crc was not valid- suspecting the hw. This is the fatal alarm that caused an 'open-book'. The pump was cut open for visual inspection. No evidence of damage or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, cracked battery compartment, and pillowing keypad overlay. Critical pump error (open book image) and pump error 55 alarms are confirmed, fault isolated to the hardware. Rewind anomaly is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.